Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) during drain 2 on the homechoice (hc). The technical service representative (tsr) reviewed the device log and explained alarm to home patient (hp). Hp stated she did not want to start over. Tsr explained the alarm has ended her therapy and the only way to continue therapy on the cycler would be to start over. Hp again stated she was not starting over and she wanted to use the supplies that were currently hooked up. Tsr explained supplies cannot be used as set was contaminated since she has already been hooked up and started part of her therapy. Hp would not agree to do anymore therapy tonight. Proper procedures per the user manual reviewed with the hp. Product surveillance followed up and spoke with the peritoneal dialysis (pd) who stated this patient can be difficult and was not surprised she did not wanted to start over. The nurse had no information on the possible cause for the alarm as hp did not report the alarm to the nurse. The nurse reported that hp has continued using the cycler for pd therapy and no medical intervention or injury was associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).